Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned an investigation wil be performed and a supplemental report will be submitted with the analysis conclusion. Additional information was requested but not received. . Manufacturer reference: (B)(4).

Event description:
(B)(6) reported that a glidewell ht implant failed. No further information was reported.